Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor experienced inaccurate readings. The customer's blood glucose was 52 mg/dl at the time of the call. Customer was unsure of glucose reading at the time of incident. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer had low blood glucose level and current blood glucose value is 52 mg/dl and they treated it with fruits. The customer¿s blood glucose and the sensor glucose at the time of the reported event was unknown. It also reported that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It also reported that the sensor glucose value that triggered the suspend event was 100 mg/dl and threshold suspend limit in sensor setting was 60 mg/dl. The customer declined troubleshooting for low blood glucose. The sensor will not be returned for analysis.